Event description:
Two different patient samples got the same name (incorrect assignment). Result of root cause analysis: tango has in the patient area 12 tracks for 12 patient racks. The process of loading racks is continuously possible. Workflow which led to the incorrect assignment. Requests and pt data are in the tango optimo database. On track one the data related pt samples were loaded. The customer loaded and removed the rack 2 several times (often caused by bad quality of the barcodes of the sample tubes). The import dialog of the pt data is open and position 2 on track one is selected. Removal of rack 2 on track 2, flap was closed and therefore, the import dialog is closed too. The pt data are transposed from rack1 position2 to rack 2 position2. Root cause for the problem is a multiple loading of racks during open patient import dialog concerning the bad quality of the barcodes (barcodes printed by customer. Corrective action: customer training reg. The instruction of the correct process and ) software patch will be installed to stabilize the operational handling at the time of 2 months.